Event description:
The reporter claimed that the battery on the animas pump became corroded twice last week. Reportedly, the subject pump and battery was hot to touch at the time of concern. During troubleshooting, the animas representative noted the battery cap was secured. There was no moisture seen behind the screen or the cartridge chamber. There was injury to the patient or others related to the hot temperature of the pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump.

Manufacturer narrative:
Follow-up #1 06/06/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no activity outside of normal patient use was found in the pump black box or download history. The battery compartment was found to be cracked and corrosion was found in the battery compartment. The pump was exercised for 24 hours without overheating or alarming. The pump electrical current draws were tested and found to be within specifications. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.